Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The as-received treatment with reduced dwell times passed. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between a continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s serious adverse event(s) of death. The death certificate identified the patient¿s primary cause of death was end stage renal dialysis (esrd), and the secondary causes were hypertension and morbid obesity. The patient¿s primary peritoneal dialysis registered nurse (pdrn) reported the patient was undergoing ccpd therapy when the patient expired. However, the pdrn stated the patient¿s death was unrelated to the utilization of any fresenius device(s) and/or product(s). Hypertension is common in esrd patients and is frequently inadequately controlled. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) related to a fresenius device(s) and/or product(s) occurred. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient expired on the cycler on (B)(6) 2020 overnight. Upon follow up, the director of operations confirmed the patient expired while undergoing ccpd therapy utilizing the liberty select cycler. The patient¿s mother reportedly found the patient deceased at approximately 12:30 pm the following day and called the coroner to pronounce the patient at home. The patient¿s outpatient home dialysis clinic was notified, and arrangements were made to remove the patient¿s liberty select cycler, and any remaining product(s) from the home. The patient¿s death certificate stated the primary cause of death was esrd, with secondary causes of hypertension and morbid obesity (no autopsy performed). Per follow-up, the patient¿s liberty select cycler completed treatment without issue, and is scheduled for pick up on (B)(6) 2020. Per the outpatient home dialysis clinic¿s director of operations, there is no allegation of malfunction or deficiency.